Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump¿s downstream occlusion (dso) seal was cracked. This condition may increase the risk of fluid ingress and interrupt therapy delivery. There was no patient involvement, and no harm was reported.